Event description:
Customer reported nurse titrating dopamine drip on a patient in ICU. Changed from 6 mcg to 4 mcg. Two hours later the patient had a seizure and the blood pressure and heart rate increased. Required treatment with intravenous ativan and lopressor. An hour later following medical intervention, the blood pressure and heart rate were fine. Biomed stated testing of the pump did not pass the preventive maintenance (pm) testing. During testing it would not pump, produced an unspecified alarm and rate accuracy was running high. Although requested, no further information was provided.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). The involved pump was received for investigation, however, the involved set was not returned and the pc unit was not sequestered. The pump was inspected and no anomalies were noted. Rate accuracy testing on the pump was performed. The pump delivered fluid well within specifications with no alarms or malfunctions occurred. The preventative maintenance (pm) program was performed and the pump passed with no issues noted. The root cause of the reported event was not identified.